Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the scope cover, adhesive around objective lens, bending section cover, connecting tubes, up/down and left/right knobs . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. During the device inspection, leakage at bending section cover was observed. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. It is likely, that the following led to the malfunction, due to the leakage from the bending section cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The events can be detected and prevented, in accordance with the following sections of the instructions for instructions for use:  the instruction manual gif/cf-170 series, operation manual, chapter 3: preparation and inspection: describes how to detect for the suggested events.  The instruction manual gif/cf-170 series, reprocessing manual, chapter 5: reprocessing the endoscope: describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.